Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer received a no delivery alarm. The customer's blood glucose was 410 mg/dl at the time of incident. The mother stated the no delivery alarm appeared twice on the insulin pump. The mother also reported an incident where the customer's blood glucose rose to over 600 mg/dl. The mother did not provide information on how the customer's blood glucose was treated. The mother declined to return the insulin pump for analysis.